Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be related to the infusion set site; however, the customer removed the site and the cannula appeared to be straight. The customer indicated that the infusion set site would be changed.